Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with a right atrial lead that dislodged. The lead was explanted.

Event description:
New information received on 29aug2019, indicates that the patient presented in clinic when the issue was discovered.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.